Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt suffered and will continue to suffer severe and permanent physical injuries, pain and suffering, incurred expenses for medical care and treatment, and will continue to incur expenses in the future. Pt lost past earnings and has suffered a loss of earning capacity. Will continue to suffer economic loss, and has otherwise been physically, emotionally and economically injured. Her injuries and damages are permanent and will continue into the future. No other information is available.